Event description:
The physician who performed an omni procedure reported that a kink in the microcatheter was noted while advancing in to the schemm's canal. While retracting it back to release the kink, the microcatheter broke off. The broken part was retrieved using a mst forceps and the procedure was completed using a fresh device.